Event description:
It was reported that an omnilink elite stent was deployed in a heavily calcified right common iliac artery. The stent was placed over a large chunk of calcium. A long non-abbott straight 6f sheath was attempted to go through the stent for an angiogram, but resistance was felt. The angiography showed the stent had moved over the aortic bifurcation. A non-abbott balloon was used for dilatation and stents were placed in both the right and left common iliac arteries. The angiography showed good blood flow at the end of the procedure. There was no adverse patient sequela, however, a clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.sheath: cook 6fr long sheath, terumo 6fr sheath. It is indicated that the device is not returning for evaluation; therefore an analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.